Event description:
It was reported the xenon light source image has no distinguishable image; it is just pixelated when the scope is connected to the cv-190. The customer reported they replaced the light source with a different one and it worked without issue. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection. The customer stated they replaced the light source with a different one and connected the same scope, and it worked without issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before the procedure which was completed with a similar device.